Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient was having an MRI that was due to a problem with the device. The hcp stated the patient had an infection and was being treated with intravenous (IV) antibiotics and needed to have an MRI. The hcp was not completely sure, but believed the infection was a result of the pump implant. The pump was implanted on (B)(6) 2017. The hcp stated the patient was hospitalized. The hcp had no further history. It was unknown if the change in therapy/symptoms was sudden or gradual. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.